Event description:
It was reported that during a catheter placement procedure, the sheath was unable to be peeled away in the middle. Therefore, the sheath was cut with scissors and used. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was reported as a bd manufactured device. Upon receiving the sample it was determined that the device is not manufactured by bd.

Event description:
It was reported that during a catheter placement procedure, the sheath was unable to be peeled away in the middle. Therefore, the sheath was cut with scissors and used. There was no reported patient injury.